Event description:
The manufacturer received information alleging the device failed the active exhalation verification test step during testing. There was no harm or injury reported. Manufacturer field service engineer (fse) replaced the proportional valve, three-way solenoid valve and system board to address the issue.

Manufacturer narrative:
The manufacturer previously reported information alleging the device failed the active exhalation verification test step during testing. There was no harm or injury reported. Manufacturer field service engineer (fse) replaced the proportional valve, three-way solenoid valve and system board to address the issue. The replaced trilogy evo system board was sent to the product investigation lab (pil) for further evaluation/investigation. Product investigation lab (pil) is unable to confirm the complaint of the trilogy evo system board. Visual inspection found no issues. Pil performed post-test on the pil trilogy evo multifunction test station, and the device passed tests. Pil concludes the component operates properly. The replaced trilogy evo solenoid valve was sent to the product investigation lab (pil) for further evaluation/investigation. Product investigation lab (pil) is unable to confirm the complaint of the trilogy evo solenoid valve. Visual inspection found no issues. Pil performed post-test on the pil trilogy evo multifunction test station, and the device passed tests. Pil concludes the component operates properly. The replaced trilogy evo proportional valve was sent to the product investigation lab (pil) for further evaluation/investigation. Product investigation lab (pil) is unable to confirm the complaint of the trilogy evo proportional valve. Visual inspection found none. Pil performed post-test on the pil trilogy evo multifunction test station, and the device passed tests. Pil concludes the component operates properly.